Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer replaced the drawer controller board and the module controller board, successfully recovered the storage space, tested the device functionality, and confirmed that the device was returned to service. The system functioned as intended field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer has failed with the error message device not detected on bus. The customer reported that this was the second occurrence within 24 hours. Attempted recovery using pyxis manager, however the process was unsuccessful as the device was not responding. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer has failed with the error message device not detected on bus. The customer reported that this was the second occurrence within 24 hours. Attempted recovery using pyxis manager; however, the process was unsuccessful as the device was not responding. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.